Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2011. The device recorded temperatures outside the recommended operating temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2012. The device remained in fault mode until (B)(6) 2013 when a fresh pad-pak was installed and the device passed a self-test. Multiple manual power ups mainly, of ten minutes duration, were observed in the device memory between (B)(6) 2014 and the last log entry on (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.